Event description:
It was reported that two devices overheated during the course of a procedure. There were no adverse consequences and no medical intervention reported. A back-up device was used without surgical delay.

Manufacturer narrative:
The device has not been received at the MFR for testing. An eval will be conducted upon receipt of the device and a follow-up report will be submitted after the quality investigation is complete.